Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient's daughter called animas on february 22 to report that the patient is in the hospital. Animas has attempted to follow up with the patient but has been unsuccessful. The patient was reportedly wandering the streets at 1 am in the morning and was taken to the ER where his blood glucose level was reportedly 550 mg/dl. The doctor reports, the patient slept most of the day, the day before because, she was tired. Her blood glucose levels were running from 300-400 mg/dl. The only symptom the patient had was fatigue and he was not checked for ketones. To the nurse's knowledge there were no site or infusion set issues. The pump was discontinued when the patient went to the hospital. The patient has been getting insulin doses by injection but the hcp wants to get the patient back on pump therapy. The patient's doctor does not know if an admitting diagnosis was given but did state that the patient was dehydrated and has been receiving IV fluids. The doctor states that there have not been any discharge plans discussed at the time of the call to animas. The patient reportedly has dementia. The patient's nose had reportedly been running a lot, so he was given zyrtec on february 20 and 21. The doctor said also mentioned that a cs alarm was cleared without rebooting the pump. The basal totals equal the total daily dose and no temporary bolus doses have been set. There is no evidence at this time of a delivery malfunction. Although, the cause of the blood glucose elevations is unknown, this complaint is being reported because, the patient was reportedly needed to be admitted to the hospital while on pump therapy.